Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the rv lead integrity alert were met. It was noted there were 20 non-sustained ventricular tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016 to (B)(6) 2016, 231 ventricular sics since last session 2.9 days ago and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited oversensing of sensing integrity counter (sic) for several months and the implantable cardioverter defibrillator (ICD) showed a suspected problem with sensing/detection. The rv lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.